Event description:
International affiliate reports that the tip of the driver broke when surgeon was trying to temporarily tighten the set screw of a slotted connector. Both the broken tip and the slotted connectors set screw were removed and another set screw was inserted as required. After inserting and securing the implant, a set screw on a closed hook became deformed during loosening. That set screw was also replaced and properly tightened. The surgery was completed. However, as a result of the difficulties encountered during the procedure, surgery time was extended by fifty minutes.

Manufacturer narrative:
Examination of the returned set screw hex driver confirmed tip breakage. The root cause cannot be positively determined. However, the damage that was noted suggests that the driver tip broke due to wear and tear of the instrument in combination with metal fatigue. The instrument is approximately 6 years old and has seen extensive usage in the field as determined by the markings on handle and driver shaft. Also, the handle is not torque limiting which would allow additional torque to be applied to the driver. Drivers of this nature should be oriented as close as possible to follow the same central axis as the set screw to prevent excessive side loading of the driver tip. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiate action on any emerging trends; the meeting includes cross functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. No trends were noted. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Depuy spine has requested return of hex driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.